Event description:
Ambulance personnel were attending to a patient, condition unknown. Allegedly during an attempt at monitoring the patient, the device displayed a service message. The operator made a decision to not continue use of the device and obtained a back up unit. Treatment was continued however the patient was not resuscitated. The reporter stated there was no compromise to patient care as a result of the alleged malfunctioned based on the operator's assessment of the patient's viability and the availability of a back up device.